Event description:
Pt was having a posterior neck mass removed while lying prone under mac anesthesia. During the procedure, a fire occurred under the surgical drapes injuring the pt along the forehead, the right ear lobe, the right posterior ear, the right shoulder, right forearm and along the right side of the face from above the eye to the chin. Investigation by biomedical staff indicates that the anesthesiologist administered 100% oxygen flow to the pt through a mask at the same time the surgeon keyed the cautery pencil from the electrosurgical unit causing instantaneous ignition in the oxgyen-rich environment beneath the drapes. The biomedical dept completed a function check of the electrosurgical generator and the anesthesia machine. The test results of both instruments were within MFR's specs.